Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that two treprostinil cassettes did not work and pump alarmed no disposable at the time the cassette was attached to start infusion. No patient injury was reported.